Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lost to follow-up patient was admitted to the hospital (out of ER) after the patient exhibited bradycardia. The device could not be interrogated. Patient has dementia, so could not indicate when the device was last interrogated. Device explant and downgrading the patient to pacemaker was discussed. However, patient elected not to have device replacement. Patient is in monitored care.

Event description:
New information received notes that the device was explanted and patient was downgraded to pacemaker. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.